Event description:
Edwards informed 3/2004 that vantex was positioned in the subclavian in 2/2004. No unusual drugs were administered. In 3/2004 phys. Noted during lung x-ray that 6-7 cm piece of catheter was not connected to catheter body. Proximal portion was removed. Distal tip remained in lung. Hosp was not equipped to retrieve distal tip and pt could not be moved due to condition pt was in. Hosp requested intensivist to come retrieve tip. Followup info was rec'd 7/04 indicating that the distal tip of the catheter was removed in the cardiac catheterization lab at hosp. The pt was reportedly doing fine.